Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade scratched and cracked. Device b was returned with the distal tip of the blade broken off and not returned. Both are evidence of contact with metal in or out of the operative field. The devices were functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'replace instrument' with the gen11 later in the procedure, and continued usage can result in a broken blade. Device b: batch j92f69, expiration date: 9/6/2017, manufacture date: 10/6/2012.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, regarding the 1st device, an error occurred. The blade of the 2nd device was broken off during use (nothing fell into the patient). Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.